Manufacturer narrative:
All operating currents were within specifications. No unexpected failed battery test alarms were noted. The pump passed functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarm or excessive no delivery alarms were noted. The motor was tested outside of the device and passed. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed no delivery alarm and motor error alarms. Customer's blood glucose was 267 mg/dl. Device had alarmed motor position encoder error alarm. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.